Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. Correction: catalog, lot and di number corrected from the titian pump/ cylinders to the reservoir.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information before implanting, the device was tested and a defect was seen. No other information was provided.

Event description:
According to the available information this inflatable penile prosthesis was implanted and revised and due to a defect being seen.

Manufacturer narrative:
The reservoir was received for evaluation. No functional abnormalities were noted with the reservoir. The information received indicated the device had a defect on the reservoir, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.